Event description:
It was reported that the ventricular lead exhibited inefficient pacing in the unipolar and high pacing threshold in the bipolar configurations. Noise was also observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company safety officer. Device evaluation anticipated but not yet begun.